Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. The placement signal not reliable alarm from the complaint was identified in the data logs. Console was not returned. The cause of the placement signal not reliable (psnr) was not determined since console was not returned. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the patient was on impella cp support. During support, a 'placement signal unreliable' alarm was present. Automated impella controller (aic) was not replaced.